Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. D6: the implant date is not known.

Event description:
According to the available information, the device was removed and replaced due to an infection.